Manufacturer narrative:
The subject device, along with nine unused devices from the same lot and still in their packages, were received for product investigation. The device, which was used in the event was received with only the clip, clip pipe and spring portions and could not be functionally tested. A visual inspection was performed on the received condition of one of the new devices. Initial checking of the enclosed package of the unopened device did not find any damages to the actual packaging or contents within. After opening the package, a visual inspection was performed on the device, and there are no abnormalities to any section of the quickclip. There are no irregularities to the control section, insertion portion or distal portion. The insertion portion has no kinks, dents, or damages. Functional inspection was performed on the new/unused clip. The clip was extended from the sheath at the distal end side. After allowing the clip to extend, the handle was rotated numerous times in order to verify that the movement of the clip reacts to the movement from the handle; the handle and clip moved freely. Additionally, the slider handle was manipulated and the clip opened and closed as intended. To test, a sheet of latex was grasped with the device, and the clip deployed onto it. Upon deployment, a noticeable clicking sound was made, and the clip was released from the device, attaching itself to the sheet of latex. The subject device, received with only the clip, clip pipe and spring portions could not be functionally tested. The clip arms were opened when received, suggesting that the clip never deployed. There is no foreign material present on the received pieces. This is a known issue (clip detaching) for the lot number of the received devices. The lot number (76k) of these devices are pre-countermeasure. The potential cause of the clip becoming detached is due to large clearance space between clip arm and hook causing the clip to be detached from the hook. Olympus has implemented stricter factory management standard of hx-202 clip arm including: 100% inspection of manufacturing process and modification of the size variance of the hook.

Manufacturer narrative:
Due diligence for additional information was executed. Other than the patient is male and had no pre-existing medical conditions, there is no patient information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. A supplemental report will be filed as the information becomes available.

Event description:
The reported event stated that during procedure, when the loading device was being opened the device deployed itself, broke apart, and fell into the patient¿s rectum along with the spring. The device and the spring were both separately retrieved from the patient by the doctor with biopsy forceps. There was no adverse injury or impact to the patient. The procedure was completed without undue delay or incident with a new device from the same lot. The device was inspected prior to use in the event with no abnormalities found.